Event description:
It was reported that the customer's pump screen was upside down and the device was not acknowledging touch, affecting their ability to interact with the pump. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.